Manufacturer narrative:
There was no reported patient involvement.

Event description:
It was reported to philips that the device's screen was making crackling noises and contained artifacts. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's screen was making crackling noises and contained artifacts. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.